Event description:
It was reported by a physician that a vns pt was taken into the hospital due to increase in seizures. The physician indicated that he was not the pt's treating neurologist and was not sure if the increase in seizures was related to vns. The physician, however, reported that the pt had not had change in medication or lifestyle and believed the increase to be related to normal disease progression. At the moment, good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.